Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered during step 9 tx complete of treatment. The patient stated treatment was in dwell 4 of 4 of treatment for longer that they needed to be, and treatment was bypassed to drain 4 of 4 of treatment. The cycler began draining but the patient began to receive a notice: draining slowly messages during drain 4 of 4 of treatment. The patient contact was advised by the registered nurse (rn) to power off the cycler and disconnect. When getting to step 9 of treatment complete, the patient took out the cassette and noticed fluid leaking. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the pump module area of the cassette. The patient was connected during the incident. No air bubbles were found. The film on the back of the cassette was not loose. The patient also reported a grinding noise coming from the cycler during step 3 or 4 of setup. The patient was assisted with discontinuing use of the cycler and to contact the peritoneal dialysis registered nurse (pdrn) to advise them of the incomplete treatment. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the cycler replacement. The patient knew how to perform manuals. There was no patient injury noted. Upon follow up, the patient's pdrn confirmed the reported event. The pdrn stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarms. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using manuals on the night of the reported event. The pdrn confirmed the patient did not experience any previous cycler fluid leaks prior to the event reported. The patient's cycler was replaced. The pdrn confirmed the cycler set (cassette) used was available to be returned for investigation. The patient has resumed treatment using the replacement cycler without further issue.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no sign of physical damage. There were visual indications of dried fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. The valve actuation test passed. The system air leak test passed. The teach pump test passed. The simulated treatment post-ast 2 hour 15 minute 8500 ml test passed. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. The mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered during step 9 tx complete of treatment. The patient stated treatment was in dwell 4 of 4 of treatment for longer that they needed to be, and treatment was bypassed to drain 4 of 4 of treatment. The cycler began draining but the patient began to receive a notice: draining slowly messages during drain 4 of 4 of treatment. The patient contact was advised by the registered nurse (rn) to power off the cycler and disconnect. When getting to step 9 of treatment complete, the patient took out the cassette and noticed fluid leaking. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the pump module area of the cassette. The patient was connected during the incident. No air bubbles were found. The film on the back of the cassette was not loose. The patient also reported a grinding noise coming from the cycler during step 3 or 4 of setup. The patient was assisted with discontinuing use of the cycler and to contact the peritoneal dialysis registered nurse (pdrn) to advise them of the incomplete treatment. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the cycler replacement. The patient knew how to perform manuals. There was no patient injury noted. Upon follow up, the patient's pdrn confirmed the reported event. The pdrn stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarms. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using manuals on the night of the reported event. The pdrn confirmed the patient did not experience any previous cycler fluid leaks prior to the event reported. The patient's cycler was replaced. The pdrn confirmed the cycler set (cassette) used was available to be returned for investigation. The patient has resumed treatment using the replacement cycler without further issue.